Event description:
The customer reported the leg extension was stuck. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The leg extension latch levers were repaired. The system was tested and found to be working as intended, and put back into service.